Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited oversensing. Pacing inhibition was also noted due to oversensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
New information received notes that the lead exhibited inappropriate anti-tachycardia pacing (atp) due to noise oversensing.